Event description:
Patient had laparoscopic repair of an inguinal hernia. Since that time he has had at least two surgeries for excess pain and the mesh was explanted.

Manufacturer narrative:
Upon completion of this investigation a follow up report will be submitted.